Event description:
The customer reported that his mp50 had a speaker malfunction, and there was no audio tone coming from the monitor. There was no pt involvement as this issue was discovered upon monitor installation at customer site.

Manufacturer narrative:
(B)(4). The customer reported that his mp50 had a speaker malfunction and there was no audio tone coming from the monitor. There was no pt involvement as this issue was discovered upon monitor installation at customer site. An onsite philips technical service engineer verified that no audio was being produced from the cited bedside monitor. The bedside monitor's mainboard and speaker assembly board were removed and replaced with an alternative speaker assembly and main board. The pt monitor was tested and passed the performance verification tests prior to return into service for customer use. There have been no further reports of speaker malfunction since replacement of these boards. No similar reports regarding this bedside monitor were identified. A device history record performed did not identify any similar issues during the manufacturing process. A product review was done for the last year (since 07/01/2011) did not indicate a trend or a systemic issue. No further action or investigation is warranted. The available info does not support that any design or labeling deficiency exists in relation to this report. There have been no previous associated reports regarding this cited monitor noted within the complaint database. Device labeling (IFU) adequately warns users not to rely solely on audible alarming and specifies that effective monitoring includes close personal observation. Consideration of this complaint and similar complaints supports that there are no design, manufacturing, materials, or labeling problems. No further investigation or action is warranted. Speaker failure-root cause is unk. There was no systemic/trending issue related to speaker failure identified with the mp5 monitor. The monitor's mainboard and speaker assembly were replaced which resolved the reported issue. After performance testing was completed, the bedside monitor was returned back to customer service for pt monitoring.